Manufacturer narrative:
The full name of the initial reporter is (B)(4). Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse found the equipment had disturbances on the display image, false contact had been detected on the flat cable pcb video receiver, and the presence of dust. To fix the issue, the fse cleaned the contacts on the flat cable and on the board. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during start up the cs100 intra-aortic balloon pump iabp) the display malfunctioned. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: d1, d4(model#), g1(contact person), h4.